Event description:
It was reported that the device was used during a laparoscopic radical hysterectomy. It was reported by the rep that the trocars were placed in the normal fashion. After various instrument exchanges, on four separate 512sd ports, the outer seal on the trocar tore and began to leak pneumo. All four ports removed and replaced with new ones. There was no consequence to the patient.